Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Product is coming apart, in pieces, shredding [device breakage]. Case narrative: consumer provided a photo of the tampon via social media showing the product is coming apart, in pieces, shredding. No injury reported.